Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as hardware. The fse replaced multiple hardware components including the pinch valve, reference block, and mix motor which resolved the issue. (B)(4).

Event description:
The customer reported erratic ise (ion-selective electrode) results for two patients on the laboratory¿s au680 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event.